Event description:
It was reported that the user ate their "usual" size breakfast but accidentally announced a "smaller than usual" dinner meal size. The agent provided education on verifying meal selections before announcing. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem in the form of an incorrect procedure due to failure to follow instructions, related to incorrect meal size announced, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.